Event description:
It was reported that during shoulder rotator cuff repair surgery, it was found rust where the inserter matched with anchor. This malfunction was noticed external to patient. It is unknown whether there was a back up available or delay in the case. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided images shows debris on the device. It is unclear whether the debris is biological or rust. A visual inspection found that two screw inserters were returned. Both devices showing biological debris around the screw tines and near inserter rods. No rust found. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of customer provided images show a device with rust on it. The complaint was confirmed, but the root cause could not be determined. The packaging had been opened for an unknown period of time, and the exposure to other materials in the surgical environment is currently unknown. Factors that could have contributed to the reported event include re-use of a single use device, opening of the packaging too far in advance, or unknown reactivity to a substance in the surgical environment. No containment or corrective actions are recommended at this time.